Event description:
Customer reported fluid was leaking from the reagent syringe when using the unicel dxc 660i synchron access clinical system. The leak was contained to the instrument; leaking fluid was approximately 50 ml of water. The customer reported multiple results were suppressed and calibrations failed for the cartridge chemistry (cc) side of their unicel dxc 660i instrument. The customer was wearing personal protective equipment, lab coat and gloves. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The customer resolved the issue by tightening the reagent syringe to the t-valve. No further leaking was observed and no further suppressed results generated following routine troubleshooting by the customer with the assistance of beckman coulter customer technical support. Identification of failure mode: the failure mode is a loose reagent syringe. No erroneous test results were reported. A loose reagent syringe can impact any or all cartridge chemistry (cc) side chemistries, including critical chemistries. (B)(4).